Event description:
Synthes fra distracter blade was broken off during surgical procedure. Surgeon was present and operating faulty device during occurrence. X-ray was taken. An attempt to remove broken insturment was unsuccessful at this time. The pt will return for surgery one week from now for a posterior fusion at which time the broken instrument will be removed.